Manufacturer narrative:
The insulin pump was received with a scratched case, a missing display window cover, a pillowing keypad overlay and a serial number label fading. The test reservoir does lock properly inside the reservoir tube. The insulin pump passed the displacement test and self test. No missing segments/partial display noted during testing and visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump black part that cover the top of the pump and the light emitting diode screen was missing. The customer stated that insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.